Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), pulmonary embolism ("pe from dvt") and deep vein thrombosis ("pe from dvt"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, pulmonary embolism and deep vein thrombosis outcome was unknown. The reporter considered deep vein thrombosis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and pulmonary embolism to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), pulmonary embolism ("pe from dvt") and deep vein thrombosis ("pe from dvt"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, menorrhagia, pulmonary embolism and deep vein thrombosis outcome was unknown. The reporter considered deep vein thrombosis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and pulmonary embolism to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Case became valid. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- migration, pain, dysmenorrhea, menorrhagia and pe from dvt. Date of birth were added. Date of removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.